Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported an unspecified volume of solution leaked from the air filter vent on the piercing pin. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The catalog number provided is the international list number that is comparable to the domestic list number 11878. The domestic list number has a common device name of 80fpa and has a 510k of k810317. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).